Event description:
It was reported that the patient had loss of therapeutic effect over time. The patient had pain symptoms in the "original area" and reported less than 50% therapy relief. The manufacturer representative stated it was presumed to be a lead/extension fracture. Impedances were all out of regulation (oor) high. An x-ray and electrical interrogation were performed and a lead replacement was to be planned, but it was unclear if the revision had or was still going to take place. The patient outcome was reported as alive-no injury/no adverse event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-56, lot# v138158, implanted: (B)(6) 2008, product type lead; product ID 3888-45, lot# v138323, implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).